Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was removed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they are having some problems. Patient said they saw their doctor yesterday and they are going to see another doctor next week. Patient stated the problems are related to swelling and bleeding that they have had recently with the implant itself. Patient mentioned that they are taking care of it in the surgeon's office and that's all they can say about it right now because it's not fixed yet. Patient also said that the bleeding started since the implant procedure and it's leaking. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider (hcp). When asked what steps were taken to resolve the issue, they reported the patient was scheduled on (B)(6) 2024 additional information was received from a healthcare professional (hcp). The hcp reported that patient was seen on (B)(6) 2024. The hcp attached the office notes to their response for this letter. It was noted that the patient returned in interim for follow-up. The patient underwent interstim implantation approximately 3 weeks ago and unfortunately has had ongoing wound concerns. Patient was treated with antibiotics for superficial wound infection but now stated that they had an opening of their wound and discharge. Patient denied systemic concerns with fever or other. It was noted that the patient had an open dehisced battery implantation site with scant purulence, no erythema, and the battery and lead were visible. Hcp recommended patient has the system removed. Patient will make arrangements for this to happen in the next few days. It was noted that they will make the decision the day of whether patient warrants implantation the same day on the contralateral side or whether they would be staging this. All questions were answered to the patient's satisfaction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.